Event description:
During a theraputic peg replacement for a device that had been placed in the pt four year previous, the physician was unable to locate the internal bolus previously replaced device. It was reported that the physician felt that the bolus had been missing for some time, and that the pt had defecated the bolus sometime ago. Another device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.